Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon felt a shock of electricity from end effector handle. This did not affect the case or the patient. The case was completed successfully.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon felt a shock of electricity from end effector handle. This did not affect the case or the patient. The case was completed successfully.

Manufacturer narrative:
Reported event: surgeon felt like a shock of electricity from end effector handle. No surgical delay device evaluation and results: visual inspection: visual inspection does not show any non-conformance. Dimensional inspection: dimensional inspection was not completed due to the nature of the complaint. Functional inspection: functional inspection shows conformant product. The partial knee end effector 111758 was tested with various anspach emax 2 plus burr motor and the alleged complaint could not be replicated. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 08/25/2015 for lot 19190315 including serial number (B)(4). No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(6) related to p/n 111758, lot number 19190315 shows zero number of complaints related to the failure in this investigation. Conclusions: alleged failure could not be confirmed or replicated. The end effector is not an electrical component and is grounded in various ways and therefore could not have contributed to alleged failure. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon felt a shock of electricity from end effector handle. This did not affect the case or the patient. The case was completed successfully.